Event description:
In 2005, the pt's device reportedly stopped working. External equipment was exchanged. However, the problem was not resolved. The pt was seen at the center for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning. Surgery to explant the pt's device was scheduled.